Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the up and down arrow were "jiggly," did not look like they were aligned correctly and were not responding on her onetouch ultra2 meter. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began 2-3 months prior to contacting lfs. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown). The patient denied making any changes to her normal diabetes management as a result of the alleged issue. The patient claimed that she felt a "fight or flight feeling, palpitations and weak," for the last 2-3 months, after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting, the cca noted that these were not intermittent issues and that it was not the first time the patient was using the subject meter. The cca also confirmed that there was no misuse to the subject meter. The alleged issues could not be resolved with troubleshooting. Replacement product was sent to the patient. These complaints are being submitted as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began. In addition, there is evidence of a malfunction since the alleged issue could not be resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.